Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient's implantable cardiac monitor was oversensing post-sensed t-waves. Programming changes were completed to address this issue. There were no patient consequences.